Manufacturer narrative:
Visual inspection of the returned product showed the lens was returned dry with no visible damage. A lens work order search revealed there were no similar complaints within the work order. The lens was re-hydrated in bss and both the width and length of the lens was re-measured and found to be within original design specifications. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye).off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in to the patient's left eye (os). Low vault was noted and the lens was explanted on (B)(6) 2015.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. (B)(4). Evaluation, method: (other) work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).